Event description:
Ous MDR - it was reported that approx. 34 months after the implantation, during a follow-up, an impedance increase and loss of capture were noted. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. It was found during the analysis of the lead that the insulation of the lead body was massively damaged by squashing about 29 cm and 31 cm distal of the is-4 connector pins. In this area, the lead body was severely damaged by deformation. The rope conductor was fractured at this site. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The visual analysis showed that the tip electrode had been pulled out of the adhesive connection of the ring electrode. The adhesive surface between the ring electrode and the silicone insulation was examined and did not show any indications of a material defect or manufacturing error. Excessive mechanical stress during the extraction should be considered as cause. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.